Manufacturer narrative:
According to the available information this inflatable penile prosthesis was to be implanted but was not due to the reservoir having a defect in the tubing. The doctor did not want to use it. A reservoir was received for evaluation. The surfaces of the detachment site of the reservoir inlet tube appear to be rough and irregular, indicating stress was exerted. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed damage on the reservoir inlet tube occurred subsequent to the device packaging being opened. The information received indicated a defect was noticed on the reservoir tubing and the doctor did not want to use it. Based on the evaluation and information received, the separation most likely may have occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to available information, this device was not able to be used due to defective tubing. The reservoir tubing was defective. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.